Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the first screw was inaccurate in the medial direction by a couple millimeters. The surgeon re-positioned the screw. All the rest of the screws were placed accurately. The surgeon suspected the frame moved slightly. There was no patient impact reported and a less than one hour delay to surgery.